Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, full lead was analyzed.

Event description:
It was reported that during the implant attempt the stylet could not be "pushed into the front of lead". The lead was not implanted. No patient complications were reported as a result of this event.